Event description:
It was reported that when the patient¿s implantable neurostimulator (ins) was implanted, the healthcare professional (hcp) wasn¿t ¿able to hide¿ the device in the tissue which caused it to stick out beneath their skin ¿like a hockey puck¿. It was noted that the hcp knew this could be an issue but implanted the device anyway to see what happened after the swelling went down. The patient stated that they did wait for the swelling to go down but continued to have pain when they would lie down or sat up. The patient ended up having the ins removed in (B)(6) 2014. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dy9b, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).